Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Pcb board inspection revealed physical damage and evidence of burn components was noted. No further physical damage was noted. The cause of the damage and burned components remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage found to the patient electronic system printed circuit board.